Manufacturer narrative:
Zoll medical (B)(4) evaluated the device, multi-function cable and CPR adaptor and the reported malfunction was not replicated or confirmed. The device, with the returned accessories, were put through extensive testing which included bench handling, defib cycling, hi-pot testing, and full defib functional testing utilizing a set of test pads without duplicating the reported malfunction. Review of the device log showed ECG signal via pads was acquired when patient impedance is detected. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) with vital signs absent, the device intermittently displayed a "check pads" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.